Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 12 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sweating and being unable to make eye contact. The patient reports they had lost consciousness. The patient reports they had been taken to the hospital by ambulance. The patient was treated in the ambulance with intravenous fluids, glucagon and sugar tablets. Once at the hospital the patient was treated with intravenous sugar water. The patient was give a peanut butter sandwich as well as juice. The patient was discharged from the hospital the same night.